Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The same day as the peritonitis diagnosis, the patient was hospitalized due to another indication and was treated with vancomycin injection (1 gm, every 96 hrs, intravenous, discontinued) and ceftazidime injection (1 gm, once daily, intravenous, discontinued) for peritonitis. The same day as diagnosis, pd therapy was discontinued and the patient was transferred to hemodialysis (hd). Hd therapy was ongoing. At the time of this report, the patient remained hospitalized and was not recovered from the events. No additional information is available.